Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Drive support was inspected and no anomaly was noted. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir was falling out. The customer's blood glucose was 108 mg/dl at the time of incident. The customer's blood glucose was 372 mg/dl at the time of call. The customer stated that the top of reservoir compartment was cracked. The customer also stated that the drive support was flat and not indented during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.